Event description:
Caller reported a malfunction on the pump, identified with a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to multiple daily injections for backup therapy while tandem technical support sent a replacement pump. The caller was instructed to place the pump in storage mode before returning it and understood the return process using ups with a pre-paid label. Additionally, steps for receiving and using the replacement pump were communicated and acknowledged by the caller.